Manufacturer narrative:
Approximate age of device -2 years, 2 months. Manufacturer's investigation conclusion: the pump was not explanted for return to the manufacturer for evaluation. A correlation between the device and the report of a hemorrhagic stroke and the subsequent patient outcome could not be conclusively determined. No prior events related were reported for this patient throughout approximately 2 years, 2 months on vad support. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. While traveling in another state, the patient presented to an outside hospital and was inadvertently placed the patient on heparin without discussing with lvad implanting center. The patient developed a head bleed (hemorrhagic stroke) and expired on (B)(6) 2018. No autopsy was done and no device will be returned for analysis. No further information was provided.